Event description:
The customer reported that the system was arcing and snapping and that the screen went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connections at the tube were cleaned and regreased. The system was tested and found to be working as intended and put back into service.